Event description:
After having a dental filling, ended up with a huge burn on upper lip that is still oozing scabbed and bleeding 4 days later, called right away when we noticed the white blister and huge swollen upper lip. We were blown off and were told she just bit her lip, when it was not a bite at all, it was an obvious burn. Next morning I took a picture and sent it to the dentist, he called and said I need to see her and prescribed antibiotic. She missed three days of school and lip is still a mess. Then he had a meeting with his staff saying he needs to know when things like this happen right away. (B)(6).